Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address disassociation of the liner from the cup. It was reported that the liner was not seated properly. Doi (B)(6) 2013; dor (B)(6) 2013 (right hip). The devices associated with this report were not returned. Review of provided patient x-rays and medical records confirm liner disassociation. Ap film dated (B)(6) 2013 reveals a left hip arthroplasty with the femoral head superiorly and laterally located within the cup. A complaint database search finds no other reported incidents against the provided product and lot combinations. Medical records, including x-rays were obtained. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address disassociation of the liner from the cup. It was reported that the liner was not seated properly.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Date received by manufacturer (10/29/2014). The investigation has been reopened due to receiving additional revision information. Depuy will notify the FDA when the investigation is complete. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update received (B)(6) 2014. Clinical report states that patient was revised to address a dislocation. Complaint was updated on (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 10/29/2014 - the patient's medical records were received. Medical records were reviewed for MDR reportability. Records indicate prior to revision the patient was experiencing pain and some squeaking in their hip. Upon revision the patient was found to have a disassociated liner from the cup. The complaint was updated on: 11/19/2014.